Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that infusion line didn¿t engage when it was kept into port during vitreoretinal surgery. The surgery was completed on the same day after replacing the cassette with another 25 gauze cassette. No patient harm was reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected, and no obvious defects were found. The manifolds and components were not returned; lab stock manifolds and components were used to test the infusion cannula. The infusion cannula could connect to auto infusion valve (aiv) and lab stock 25 gauze trocar without any interference. The sample primed and passed intra ocular pressure (iop) calibration successfully. No message code appeared on the screen. The cleaning process was able to be performed after functional test was completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).